Event description:
Litigation papers allege, the pt will require future revision to address pain, stiffness, popping and grinding in her left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.